Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 775 mcg/day via an implantable pump for intractable spasticity and movement disorders. It was reported that the hcp could not locate the septum. The template was being used during the refill and they only felt metal on insertion. It was reported that the patient was usually a difficult refill, but today was more difficult than normal. The hcp attempted to access the port three times. At one point, the hcp thought she was in the port, but she pulled back blood and was not sure. The patient started feeling nausea after the three attempts and wanted to leave. The patient was going to come back on (B)(6) 2016, so they could try the refill again.

Event description:
Additional information was received from propharma group on (B)(6) 2017. It was reported that on (B)(6) 2016 the nausea associated to the needle sticks when attempting to access the refill port and the ¿missed refill¿ were resolved without treatment. No additional information was reported. It was reported that the patient¿s medical history included chronic back pain, constipation, speech impairment, hard of hearing, degenerative joint disease, sinus tachycardia, and spastic quadriplegia secondary to cerebral palsy. The patient¿s concomitant products included polyethylene glycol, magnesium oxide, sennosides, ibuprofen, cannabis (medical marijuana), amitriptyline, cholecalciferol, cyanocobalamin, escitalopram, gabapentin, and a multi-vitamin (dates of therapy, doses, and frequency of use were not reported). It was related that the patient started treatment with lioresal on (B)(6) 2006.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.